Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to bleeding a lot. Customer blood glucose reading was 137. Customer called previously for this issue. Sensor will be returning for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and unable to confirm insertion/needle complaint due to customer returned sensor only, no needle.